Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl; cause was unknown. Soda and sugar packets were consumed to treat low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: lowest blood glucose entered in the pump by the user was 57 mg/dl and continuous glucose monitor (cgm) was not in use on (B)(6) 2019. There were no erratic basal rate adjustments or bolus requests. Complaint could not be confirmed. Based on customer's daily basal and programmed boluses, there were no obvious requests or deliveries that would cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.